Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using groshong s/l catheter. During the preparation of a chronic catheter placement procedure, the cuff of the groshong catheter had allegedly come off while tunneling. This all occurred outside of the patient. Catheter malfunctioned. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one groshong cvc 8fr s/l catheter segment was returned for evaluation. Visual and microscopic evaluations were performed on the returned device. The proximal portion of the catheter was not returned. The tissue cuff was not returned. What appeared to be tissue cuff adhesive residue, was noted between the 23cm depth mark and 25cm depth mark. The manufacturing site review states, visual inspection of the images showed one groshong cvc 8fr s/l catheter segment as the only component to be evaluated, it was observed that the cuff was not present in the catheter body instead there was a residue of adhesive, the cuff was not visible in the images, residues of use were observed throughout the sample. Therefore, the investigation is confirmed for the reported cuff failure to bond and material separation issues. The cause of this condition is related to be manufacturing. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), h6 (patient, device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using groshong s/l catheter. During the preparation of a chronic catheter placement procedure, the cuff of the groshong catheter had allegedly come off while tunneling. This all-occurred outside of the patient. Catheter malfunctioned. The procedure was completed using another device. There was no patient contact.